Manufacturer narrative:
B3: date of event unknown. Device evaluation: one device was received. When powering on the device, the pump displayed error code ¿44510(ui_error_irq_abort)." Because of the error code being displayed, the pump was not able to be powered on and the customer reported complaint could not be confirmed. During the visual inspection, it was found that the downstream occlusion (dso) seal was degraded. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a malfunction. There was no patient involved. No further information was provided.